Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Reports false positives. Unknown if symptomatic or asymptomatic. Unable to provide exact number of tests. Reporting 2 mdrs for this lot. Report 2 of 2.